Event description:
It was reported that 6 bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g were unable to deliver insulin/medication and difficult to operate or not working/functioning. The product defects were noted during use. The following information was provided by the initial reporter: material no: 320122 batch no: 9191533 from phone call on (B)(6)2020 17:19:15: consumer reported, does not prime before use date of event: unknown I received a phone call from (B)(6) complaining that she got her nano pen needles and for the last three days (B)(4) of them were jamming and she wasn't able to inject her insulin. She said that she got them from her (B)(6) as always.

Manufacturer narrative:
H.6. Investigation summary customer returned (B)(4) open 4mm, 32g pen needles without the tear drop label or inner shield. Customer states that the pen needles were jamming and not releasing insulin. All returned pen needles were examined and one sample exhibited a broken non patient end of the cannula. All remaining samples were tested and all were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications investigation conclusion bd was able to duplicate or confirm the customer¿s indicated failure (broken non patient end of the cannula). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Rationale based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g were unable to deliver insulin/medication and difficult to operate or not working/functioning. The product defects were noted during use. The following information was provided by the initial reporter: material no: 320122 batch no: 9191533. From phone call on (B)(6) 2020 17:19:15: consumer reported, does not prime before use. Date of event: unknown. I received a phone call from complaining that she got her nano pen needles and for the last three days 6 of them were jamming and she wasn't able to inject her insulin. She said that she got them from her as always.